Event description:
At two (2) days post-op, surgeon noticed drooping right face. Took patient to operating room found right fixation had broken in two. Device was replaced without complications.

Manufacturer narrative:
Upon review of batch records for (B)(4), lot #02672, it was found that the product expired in 10/2011. Suspected cause for failure is due to physician using product beyond expiration date as the product had reached the end of its useful life. Though misuse/mishap, due to second surgery required, determined occurrence to be reportable.